Event description:
It was reported that the bd alaris¿ texium¿ smartsite¿ low sorbing extension set experienced a tubing kink causing occlusion. The following information was provided by the initial reporter, translated from german to english: upon inspection of the filter, it was noticed that the supply line at the connection point to the filter housing was cloudy and significantly softer than the unclouded rest of the line. This can cause the supply line can easily kink, making it difficult for the infusion solution to pass through. A similar phenomenon is at the filter connection of the outgoing line.

Manufacturer narrative:
Investigation summary: a 20350e-0006 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 21095535. The feedback provided by the customer suggests occlusion was detected at the filter component. The customer also suggested the filter tubing joint appeared cloudy and was soft which could result in kinked tubing during use. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records from lot 21095535 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issues.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-sep-2023. H.6. Investigation summary: four 20350e-0006 samples from lot 21095535 were received in opened packaging for investigation; no residual fluid was detected in the device. The feedback provided by the customer suggests occlusion was detected at the filter component. The customer also suggested the filter tubing joint appeared cloudy and was soft in texture, and was concerned that this could result in kinked tubing during use. A visual inspection of the returned samples did not identify any obvious kinks, discoloured tubing or other manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records from lot 21095535 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20350e-0006 set in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ texium¿ smartsite¿ low sorbing extension set experienced a tubing kink causing occlusion. The following information was provided by the initial reporter, translated from german to english: upon inspection of the filter, it was noticed that the supply line at the connection point to the filter housing was cloudy and significantly softer than the unclouded rest of the line. This can cause the supply line can easily kink, making it difficult for the infusion solution to pass through. A similar phenomenon is at the filter connection of the outgoing line.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ texium¿ smartsite¿ low sorbing extension set experienced a tubing kink causing occlusion. The following information was provided by the initial reporter, translated from german to english: upon inspection of the filter, it was noticed that the supply line at the connection point to the filter housing was cloudy and significantly softer than the unclouded rest of the line. This can cause the supply line can easily kink, making it difficult for the infusion solution to pass through. A similar phenomenon is at the filter connection of the outgoing line.